Event description:
It was reported that during a pulse field ablation (pfa) procedure the faradrive steerable sheath was selected for use. During insertion of the sheath, air was constantly aspirated. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.